Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 4/4/2019 . Device returned to manufacturer? Yes. Device evaluation: the product was received at the manufacturing site in a zip lock bag. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search in complaints history revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was experiencing blurry vision at post op day 1, post op day 2, and at the third week post op visit. The lens was implanted in the patient¿s right eye. The patient had a floppy iris and pupil constriction during the initial surgery and this may explain why one of the lens¿ haptics was positioned anteriorly to the anterior capsule. The patient does not dilate well which made identification of the issue difficult. The patient underwent a second surgical procedure where the lens was rotated. Post second surgery, the patient had unexpected 1.5 diopter of myopia. I believed that if I repositioned of lens haptic posteriorly into capsular bag that could account for the patient¿s complaint of blurry vision. The lens was explanted in another surgery (B)(6) 2019. The lens was replaced with a non johnson & johnson lens. No further information was provided. Patient's visual acuity pre-operative: 20/25; glare (20/80). Patient's visual acuity post-operative: 20/30.